Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not keeping accurate time. Customer stated blood glucose levels have not been impacted and declined to receive a replacement pump.